Event description:
Information received by medtronic indicated that the insulin pump had a crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment found on march 13, 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked retainer, pillowing overlay, stained overlay, cracked battery tube threads and cracked battery tube. Customer has returned insulin pump due to crack damage to the battery compartment. Cracked battery tube and battery tube threads confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.